Event description:
Dexcom g6 sensors do not work consistently. When calling their support phone the people have been inept. I rely on this for glucose monitoring and it interfaces with my tandem pump. When I call dexcom the latest person would not help me. Their system and processes are broken. FDA safety report ID# (B)(4).